Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient had her right hip replaced sometime ago, exact date, location and surgeon is unknown. She was seen by the surgeon for pain and discomfort in her hip. X-rays indicated that the srom hip stem was fractured at the coronal slot junction. The srom stem was explanted and a zimmer arcos stem was implanted. The 58mm pinnacle cup was left implanted, the altercation liner was explanted and replaced with a dual mobility liner. Doi: unknown. Dor: (B)(6) 2021; (unknown side).